Event description:
On (B)(6) 2014, during a quarterly clinical safety review meeting, it was discovered that during the 4th quarter of 2014, a serious adverse event occurred while a subject was wearing an acuvue oasys contact lens (cl). The subject was diagnosed with "iritis with infiltrate or abrasion minimal staining¿ on (B)(6) 2014 during a masked clinical study in which the optometrist was the medical monitor. A review of the information revealed that upon data unmasking a principle research optometrist reviewed this data on (B)(6) 2014 but at that moment the information was not reported to the complaint handling unit for MDR determination as required by procedure. Our firm is implementing a CAPA as a result of this incident. Any additional information received will be reported within 30 days of receipt. Serious reportable events trends are reviewed quarterly in franchise management review meetings. Additional information about the event was received on (B)(6) 2015 which indicated the following: on (B)(6) 2014 the subject c/o itchiness, scratchiness, lens awareness, grittiness, foreign body sensation, redness, irritation, and discomfort od. The subject presented for an unscheduled visit on (B)(6) 2014. Slit lamp findings: corneal edema; corneal staining location ¿ nasal; conjunctival injection; other complications iritis, no infiltrates reported. The subject was instructed to d/c cl wear and was treated with besivance ophthalmic: .6 drop qid, durezol .05 drop 6 x per day from (B)(6) 2014. The subject was seen for 3 unscheduled visits associated with this event: unscheduled visit 1 on (B)(6) 2014, unscheduled visit 2 on (B)(6) 2014, and unscheduled visit 3 on (B)(6) 2014. The resolution date is (B)(6) 2014. On (B)(6) 2014, at the pt¿s baseline visit the va od, with the pt¿s own contact lenses, was reported to be 20/20. On (B)(6) 2014 at the pt¿s unscheduled visit 3 the pt¿s va od was noted as 20/20 -1, with spectacles. The lot # is unknown and the product is unavailable. The subject did not return to cl wear during the clinical trial.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 additional information was received from the clinical research department as follows: on (B)(6) 2015, ¿upon further evaluation it was determined that this adverse event was not associated with the commercial product, acuvue oasys. The clinical study lens associated with the adverse event was an investigational product in feasibility evaluation in clinical study cr-5622. The investigation revealed that the adverse event association error occurred at the site level. An investigation has been initiated including evaluation of appropriate corrective and preventative actions. The serious adverse event was reported to the applicable review board (B)(6) 2014 according to their reporting requirements.¿ if additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.